Event description:
Information received with return of the device does not address the patient's clinical status but notes that when the lead was connected to the pacemaker, there was a lack ofoutput.~~~~~~~~~